Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. During versacross connect removal and aspiration, the faradrive sheath was observed to have strings of bubbles. Once versacross was removed and there was nothing inside valve, bubbles could still be observed in long strings coming from flush port of faradrive and into syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. During versacross connect removal and aspiration, the faradrive sheath was observed to have strings of bubbles. Once versacross was removed and there was nothing inside valve, bubbles could still be observed in long strings coming from flush port of faradrive and into syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.